Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom patient care specialist on (B)(6) 2015 to report that receiver did not produce audible alert that on (B)(6) 2015. No additional event information was provided. At the time of contact, no injurty or medical intervention was reported.